Event description:
It was reported that the patient experienced a shocking or jolting sensation following an environmental exposure. The patient was standing in the house when they felt shocking. The patient previously thought the shocking was due to stress. The patient lives across from a "field of satellites" for cable. The patient felt they got a shock from the wires. It was noted that the patient had not been living at the house since implant. Reference MFR report#3004209178-2010-04031.

Manufacturer narrative:
(B) (4).